Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 5.8 inr on a comparison lab. Caller states the coumadin dose for the patient would have been adjusted based on the lab. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.